Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The manta instructions for use provides the precaution: in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Adverse events are also listed and includes access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
A tavi was performed on (B)(6) 2020 without complication. Patient was described as having a small amount of calcification. It was reported that the doctor deployed manta 18f vascular closure device under the guidance of a teleflex employee. A small bleed was noted following removal of the wire and resolved following 2 minutes of manual pressure. The physician later contacted the teleflex employee to state that the patient developed a major bleed 1 hour after the manta closure. The patient was taken to surgery and it was noted by the vascular surgeon that the toggle was inside the vessel, but the collagen was "loosely distributed in the surrounding tissue (not on top of the toggle/anchor.)" It was also noted that the patient was said to be coughing during the procedure and was "rather skinny." The patient was reported to be fine following the procedure.

Manufacturer narrative:
From the complaint report, the patient developed a major bleed one hour after manta closure. The root cause of the post-procedure major bleeding is likely due to the collagen being dislodged. The dislodging of the collagen was likely caused by the patient coughing (valsalva maneuver) during the procedure, which may have displaced the lock and allowed for a gap to occur between the vessel wall and the collagen pad, which would allow for additional bleeding and interruption of the natural clotting at the access site. However, due to insufficient information provided, this cannot be fully confirmed. The instructions for use was reviewed and identifies other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as an adverse event. Risk documentation was reviewed and the incident is a kniown, risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The device history record was reviewed, and no non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design or labeling.